Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that every time she attempts to fill her reservoir the chamber fills with air bubbles. The customer is able to remove the air bubbles but when she refills the reservoir the air bubbles return. No further details were given. The customer was assisted with changing her reservoir. Troubleshooting was declined. No products were returned or replaced.